Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic surgery for prostate cancer (robot assisted) the spring part that stopping the stopper was broken. It broke when the device was used as usual. The procedure was completed with another device. There was no patient harm.